Event description:
Terumo Medical received the following information: Following a Left Heart Cath, the TR Band was leaking air post application. 15-18mls of air was injected into the band; however, it started losing air within 30 minutes to an hour later. It was believed that air was leaking from the valve. There was no manipulation before use in any way. The device was removed from the boxes and placed in a cabinet stacked just as they were in the boxes Hemostasis was achieved by manual compression. The patient was stable. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as Follow Up No. 1 to provide the device return date in Section D9, update Section H3, and to provide the completed investigation results. One sealed and unopened TR Band was returned for assessment. The sample was opened to perform testing. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. The sample was subjected to leak testing. Approximately 18mL of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation port or balloon assembly. The sample passed leak testing.One sealed and unopened TR Band was returned for assessment and the sample passed leak testing. The complaint cannot be confirmed for air leakage issues. Without the sample used during the procedure, the exact root cause cannot be determined. Review of the Device History Record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the Hazard Based Risk Table (HbRT).